Manufacturer narrative:
Date of event is estimated. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. A definitive cause for the reported atrial perforation could not be determined. The patient effect of atrial perforation, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effect of atrial perforation, and the relationship to the device, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The clip delivery system (cds) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report an atrial septal defect (asd). It was reported that in (B)(6) of 2014, a mitraclip procedure was performed to treat mitral regurgitation (mr). Three mitraclip were successfully implanted; however, mr was only slightly reduced. 11 days later, echocardiogram showed mr had increased; therefore, mitral valve replacement was performed. During the mitral valve replacement, a closure device was used to close the atrial septal defect (asd). Once the clips were removed, it was noted that extensive tissue damage had occurred to the leaflets. The patient was in good health after the procedure. For additional information, see attached article.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Na - attachment: [cn-024513 article.pdf].